Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/he could not find one of the esuure coils"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (on (B)(6) 2008, (B)(6) 2009), rheumatoid arthritis, neuropathy, fibromyalgia, vitamin b12 deficiency, hypothyroidism, bipolar disorder, anxiety, depression, varicose veins, nausea, vomiting, urinary tract infection, enteritis, flank pain, fibromyalgia and deep vein thrombosis. Concurrent conditions included hypothyroidism, morbid obesity, nicotine dependence and emotional disorder. Concomitant products included baclofen, fluoxetine hydrochloride (prozac), levothyroxine, oral contraceptive nos, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced depression ("depression"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain abdominal"), abdominal pain lower ("severe cramping"), back pain ("pain lower back") and arthralgia ("pain joints"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, depression, abdominal pain, abdominal pain lower, back pain and arthralgia outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Right side-2 coils. Left coil-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124.717 kgs. Hysterosalpingogram: on (B)(6) 2010: successful bilateral tubal occlusion. Ultrasound scan: on (B)(6) 2016: could not find one of the essure coils in one of my ovaries. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Reporter information were added. Medical history and concomitant drug were added. Onset date of event were added. Event were updated as abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding. Event : pain abdominal, severe cramping, pain lower back and pain joints were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/he could not find one of the essure coils"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2009), rheumatoid arthritis, neuropathy, fibromyalgia, vitamin b12 deficiency, hypothyroidism, bipolar disorder, anxiety, depression, varicose veins, nausea, vomiting, urinary tract infection, enteritis, flank pain, fibromyalgia and deep vein thrombosis. Concurrent conditions included hypothyroidism, morbid obesity and erythema. Concomitant products included baclofen, levothyroxine, pregabalin (lyrica) and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage and depression outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Right side-2 coils left coil-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124.717 kgs. Hysterosalpingogram - on (B)(6) 2010: successful bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2016: could not find one of the essure coils in one of my ovaries. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal, menorrhagia, dyspareunia & depression, spontaneous abortion were added. Event ectopic pregnancy was replaced with normal pregnancy. Historical & concomitant drugs , condition , lab data, lot number , product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and genital haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.